Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was at eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited premature battery depletion. The device was pending for removal. The patient's condition was stable.

Event description:
New information received stated the the device was deactivated due to premature battery depletion. On (B)(6) 2020, the device was removed and replaced without any complications. The patient's condition was stable.